Manufacturer narrative:
According to our reevaluation, this event is considered reportable for the following reason, despite the fact that no actual patient injury was reported: the reporting decision is based upon the review of the applicable risk analysis. Investigation results: visual investigation: the product arrived in a clean status with a torn pe foil. The torn off part is missing. We made a visual inspection of the product and found rested and an adhering part of the pe foil on the sealing area. The other part is torn off and missing. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported that there was an issue with ba815su - carbon steel safety scalpel #15. According to the complaint description, the packaging of the sterile scalpel (primary conditionning) tore, leading to a non sterilization of the material before giving it to the surgeon. There was no described patient harm. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).